Event description:
During removal of a pt, a nurse diverted her attention from the pt removed her hand from the pt and pulled the stretcher closer to the table and pt. During this time, the pt slid from the sheet that the operating room staff was using to transfer the pt from the operating room table to the stretcher. The other three operating room staff held onto the pt while he slid from the table. The nurse that let go of the pt grabbed onto the pt and aided in controlling the fall from the table.